Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that there is no significant event leading to the events. Customer stated that pump did not turn on even with new battery. Customer changed for new battery but the problem remained.

Manufacturer narrative:
The insulin pump was received with blank due to corroded battery tube. We were unable to verify for off no power alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The battery cap contact was corroded. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.